Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Rewind and all buttons functioned properly during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals the following no delivery (insulin flow blocked) alarms: 3/05/2023 22:45:26 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1 food bolus delivery. 3/06/2023 02:10:44 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. An additional review of the pump history file shows there was only one (1) low battery alert (2/5/2023 at 12:52). No replace battery alerts or replace battery now alarms were found and no excessive battery removal/insertions noted. The pump was then programmed with a guardian link 3 transmitter and test plug. The pump calibrated to the programmed test values properly. The pump was monitored for two (2) days while connected to the transmitter and test plug. No unexpected lost sensor alarm, sensor signal not found alarm, or unexpected check bg alerts were noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage on the keypad assembly, keypad button dome switches, electronic assembly, or motor. The j1 connector on pcba 1 was found to be locked properly during the visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Unexpected insulin flow blocked alarms, slower pump rewind, low battery life/rejecting new batteries, unresponsive buttons, and frequent lost sensor alerts/recurring check bg alerts are all not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.  Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported had battery failed issue, rewind anomaly, no delivery alert and keypad anomaly. The battery on the pump does not last as it is supposed to. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not.  Pump will not be returned for analysis.